Event description:
It was reported that during a low anterior resection procedure, the device misfired and an incomplete staple line was formed. Another device was used to complete the procedure. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Evaluation summary: as a lot number was not received, a device history review could not be performed.